Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. The getinge field service technician checked the device and discovered that insufficient negative pressure caused the system fault. Inspection revealed the cause to be aging of the drive valve assembly. The customer refused the repair.

Manufacturer narrative:
Due to character limit in e1 event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that on the cs100 intra-aortic balloon pump (iabp) system fault alarm occurred during use. The hospital reported that a system fault alarm occurred during equipment use. Insufficient negative pressure caused the system fault. No harm.